Event description:
It was reported that, after a revision surgery was performed in the patient¿s right hip on (B)(6) 2021 (revision surgery covered under case-(B)(4)), the patient developed a surgical site infection. The adverse event was treated via a second revision surgery and an I&d process, in which the femoral head and the liner were explanted. The outcome of the patient was not reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, with the limited information provided the clinical root cause of the surgical wound infection cannot confirmed; however, the infection is highly likely of an exogenous nature and there is no evidence that our product contributed to the infection. The patient impact beyond the reported post-op infection, revision, and expected transient post-op convalescence period cannot be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for revealed that infection has been identified as a potential complication. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10. Additional information: d10. Internal reference number: (B)(4). Internal reference number: (B)(4).